Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb assembly and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic images to be displayed and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.